Event description:
The following is from a published case report. A man was referred for fluorescein angiography and optical coherence tomography of the left eye. Six years previously, this eye had been operated on for complex retinal detachment. Perfluorocarbon liquid (pfc) was used intraoperatively. Visual acuity in the left eye was 20/40 after catarct surgery. However, a subretinal bleb was obseved in the upper temporal macula, as a result of intraoperative migration of pfc into the subretinal space. No attempt was made to remove the pfc at the time of the initial surgery because of its extrafoveal location. Recently, a retinal hole was noted in the upper part of the bleb. Fluorescein angiography showed that the area occupied by the pfc was hypefluorescent, with a window defect. Optical coherence tomography revealed a prominent oval subretinal bleb. Scans passing through the hole disclosed a full-thickness retinal hole.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records cold not be reviewed because the reporter did not provide a lens serial nuber, lot number, or any identification traceable to the manufacturing documentation. In the present case, no attempt was made to remove the product at the time of the initial surgery because of its extrafoveal location. The directions for use (dfu) clearly state to remove the product at the conclusion of the procedure by aspiration through either a 23 guage or flute needle during the air-fluid exchange. Product may slip behind the retinal detachment. If aspiration at the primary break site does not provide complete removal, the dfu states a retinotomy should be performed to remove all product.